Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("possible pregnancy with essure"), abdominal pain ("abdominal pain / persistent stabbing abdomen pain / pain/severe and persistent abdominal pain"), ovulation pain ("painful ovulation"), dyspareunia ("panful intercourse"), allergy to metals ("allergic to nickel (ingredients in essure)"), migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"), vision blurred ("blurry vision"), feeling abnormal ("brain frog"), lethargy ("lethargy"), loss of libido ("loss of libido"), abortion spontaneous ("possible miscarriage"), amnesia ("memory loss"), tooth disorder ("dental problems"), the first episode of tooth fracture ("broken tooth"), the second episode of tooth fracture ("teeth breaking") and fungal infection ("yeast infection") in an adult female patient (gravida 3, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included migraine, knee operation (due to torn cartilage) in 2001, multigravida, parity 3, delivery in 2003, delivery in 2005 and delivery on (B)(6) 2007. On an unknown date, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovulation pain (seriousness criterion medically significant) and migraine (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vision blurred (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced tooth disorder (seriousness criterion medically significant). In 2011, the patient experienced the first episode of tooth fracture (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced loss of libido (seriousness criterion medically significant) and fungal infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced lethargy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced the second episode of tooth fracture (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), amnesia (seriousness criterion medically significant), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain") and uterine enlargement ("my uterus at time of removal was the size of three month pregnant"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), vicodin, surgery (hysterectomy and salpingo-oophorectomy), surgery (hysterectomy and salpingo-oophorectomy), surgery (hysterectomy), surgery (hysterectomy ), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed. At the time of the report, the pregnancy with contraceptive device, abdominal pain, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, abortion spontaneous, amnesia, tooth disorder, the last episode of tooth fracture, fungal infection, mental disorder, pelvic pain and uterine enlargement outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, amnesia, dyspareunia, feeling abnormal, fungal infection, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine enlargement, vision blurred, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case - new event 'pelvic pain, my uterus at time of removal was the size of three month pregnant' were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("possible pregnancy with essure"), abdominal pain ("abdominal pain / persistent stabbing abdomen pain / pain/severe and persistent abdominal pain"), ovulation pain ("painful ovulation"), dyspareunia ("panful intercourse"), allergy to metals ("allergic to nickel (ingredients in essure)"), migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"), vision blurred ("blurry vision"), feeling abnormal ("brain frog"), lethargy ("lethargy"), loss of libido ("loss of libido"), abortion spontaneous ("possible miscarriage"), amnesia ("memory loss"), tooth disorder ("dental problems"), the first episode of tooth fracture ("broken tooth"), the second episode of tooth fracture ("teeth breaking") and fungal infection ("yeast infection") in an adult female patient (gravida 3, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included migraine, knee operation (due to torn cartilage) in 2001, multigravida, parity 3, delivery in 2003, delivery in 2005 and delivery on 24-sep-2007. In november 2008, the patient had essure inserted. In december 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovulation pain (seriousness criterion medically significant) and migraine (seriousness criterion medically significant). In january 2011, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). In february 2011, the patient experienced vision blurred (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In april 2011, the patient experienced tooth disorder (seriousness criterion medically significant). In 2011, the patient experienced the first episode of tooth fracture (seriousness criterion medically significant). In march 2012, the patient experienced loss of libido (seriousness criterion medically significant) and fungal infection (seriousness criterion medically significant). In july 2013, the patient experienced lethargy (seriousness criterion medically significant). In july 2014, the patient experienced the second episode of tooth fracture (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), amnesia (seriousness criterion medically significant), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain") and uterine enlargement ("my uterus at time of removal was the size of three month pregnant"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), vicodin, surgery (hysterectomy and salpingo-oophorectomy), surgery (hysterectomy and salpingo-oophorectomy), surgery (hysterectomy), surgery (hysterectomy ), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device, abdominal pain, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, abortion spontaneous, amnesia, tooth disorder, the last episode of tooth fracture, fungal infection, mental disorder, pelvic pain and uterine enlargement outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, amnesia, dyspareunia, feeling abnormal, fungal infection, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine enlargement, vision blurred, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / persistent stabbing abdomen pain / pain/severe and persistent abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included delivery on (B)(6) 2007, delivery in 2005, delivery in 2003, knee operation (due to torn cartilage) in 2001, migraine, multigravida, parity 3, sexually transmitted infection and knee operation. Concurrent conditions included abdominal pain, diarrhea, headache, vaginal bleeding, insomnia, mood swings, breast tenderness, vaginal dryness, constipation and hot flashes. Concomitant products included drugs for constipation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation") and migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced abortion spontaneous ("possible miscarriage"), vision blurred ("blurry vision") and feeling abnormal ("brain frog"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced tooth fracture ("broken tooth"). In march 2012, the patient experienced loss of libido ("loss of libido") and fungal infection ("yeast infection"). In (B)(6) 2013, the patient experienced lethargy ("lethargy"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("possible pregnancy with essure") and experienced allergy to metals ("allergic to nickel (ingredients in essure)"), amnesia ("memory loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain"), uterine enlargement ("my uterus at time of removal was the size of three month pregnant"), gastrointestinal disorder ("bowel issues"), bacterial infection ("bad bacteria"), abdominal distension ("bloating"), hypoaesthesia ("I get numbness everywhere") and abdominal pain upper ("stomach will cramp so so bad before going to bathroom and feels like contractions was added"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and surgery (hysterectomy and salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, amnesia, tooth disorder, tooth fracture, fungal infection, mental disorder, pelvic pain, uterine enlargement, gastrointestinal disorder, bacterial infection, abdominal distension and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, amnesia, bacterial infection, dyspareunia, feeling abnormal, fungal infection, gastrointestinal disorder, hypoaesthesia, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth fracture, uterine enlargement and vision blurred to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Ate 10 sack of white castle. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media - bloating. Quality- safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new reporters added. Event stomach will cramp so bad before going to bathroom and feels like contractions was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / persistent stabbing abdomen pain / pain/severe and persistent abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included delivery on (B)(6) 2007, delivery in 2005, delivery in 2003, knee operation (due to torn cartilage) in 2001, migraine, multigravida, parity 3, sexually transmitted infection and knee operation. Concurrent conditions included abdominal pain, diarrhea, headache, vaginal bleeding, insomnia, mood swings, breast tenderness, vaginal dryness, constipation and hot flashes. Concomitant products included drugs for constipation. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation") and migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"). In (B)(6) 2011, the patient experienced dyspareunia ("panful intercourse"). In (B)(6) 2011, the patient experienced abortion spontaneous ("possible miscarriage"), vision blurred ("blurry vision") and feeling abnormal ("brain frog"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced tooth fracture ("broken tooth"). In(B)(6) 2012, the patient experienced loss of libido ("loss of libido") and fungal infection ("yeast infection"). In (B)(6) 2013, the patient experienced lethargy ("lethargy"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("possible pregnancy with essure") and experienced allergy to metals ("allergic to nickel (ingredients in essure)"), amnesia ("memory loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain"), uterine enlargement ("my uterus at time of removal was the size of three month pregnant"), gastrointestinal disorder ("bowel issues"), bacterial infection ("bad bacteria") and abdominal distension ("bloating"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and surgery (hysterectomy and salpingo-oophorectomy). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, amnesia, tooth disorder, tooth fracture, fungal infection, mental disorder, pelvic pain, uterine enlargement, gastrointestinal disorder, bacterial infection and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, amnesia, bacterial infection, dyspareunia, feeling abnormal, fungal infection, gastrointestinal disorder, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth fracture, uterine enlargement and vision blurred to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media - bloating . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: social media received- fu 9 and fu 10 proceeded together. Reporters were added. No new clinical information. On (B)(6) 2020: social media received- fu 9 and fu 10 proceeded together. Reporter was added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / persistent stabbing abdomen pain / pain/severe and persistent abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included delivery on (B)(6)2007, delivery in 2005, delivery in 2003, knee operation (due to torn cartilage) in 2001, migraine, multigravida, parity 3, sexually transmitted infection and knee operation. Concurrent conditions included abdominal pain, diarrhea, headache, vaginal bleeding, insomnia, mood swings, breast tenderness, vaginal dryness, constipation and hot flashes. Concomitant products included drugs for constipation. In (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation") and migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"). In (B)(6)2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6)2011, the patient experienced abortion spontaneous ("possible miscarriage"), vision blurred ("blurry vision") and feeling abnormal ("brain frog"). In (B)(6)2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced tooth fracture ("broken tooth"). In (B)(6)2012, the patient experienced loss of libido ("loss of libido") and fungal infection ("yeast infection"). In (B)(6)2013, the patient experienced lethargy ("lethargy"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("possible pregnancy with essure") and experienced allergy to metals ("allergic to nickel (ingredients in essure)"), amnesia ("memory loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain"), uterine enlargement ("my uterus at time of removal was the size of three month pregnant"), gastrointestinal disorder ("bowel issues"), bacterial infection ("bad bacteria"), abdominal distension ("bloating") and hypoaesthesia ("I get numbness everywhere"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and surgery (hysterectomy and salpingo-oophorectomy). Essure was removed in (B)(6)2014. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, amnesia, tooth disorder, tooth fracture, fungal infection, mental disorder, pelvic pain, uterine enlargement, gastrointestinal disorder, bacterial infection and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, amnesia, bacterial infection, dyspareunia, feeling abnormal, fungal infection, gastrointestinal disorder, hypoaesthesia, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth fracture, uterine enlargement and vision blurred to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media - bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu12 and fu13 process together. Social media received. Event "I get numbness everywhere" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / persistent stabbing abdomen pain / pain/severe and persistent abdominal pain') and abortion spontaneous ('possible miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included delivery on 24-sep-2007, delivery in 2005, delivery in 2003, knee operation (due to torn cartilage) in 2001, migraine, multigravida, parity 3, sexually transmitted infection and knee operation. Concurrent conditions included abdominal pain, diarrhea, headache, vaginal bleeding, insomnia, mood swings, breast tenderness, vaginal dryness, constipation and hot flashes. Concomitant products included drugs for constipation. In (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation") and migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"). In (B)(6)2011, the patient experienced dyspareunia ("panful intercourse"). In (B)(6)2011, the patient experienced abortion spontaneous (seriousness criterion medically significant), vision blurred ("blurry vision") and feeling abnormal ("brain frog"). In (B)(6)2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced the first episode of tooth fracture ("broken tooth"). In march 2012, the patient experienced loss of libido ("loss of libido") and fungal infection ("yeast infection"). In (B)(6)2013, the patient experienced lethargy ("lethargy"). In (B)(6)2014, the patient experienced the second episode of tooth fracture ("teeth breaking"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("possible pregnancy with essure") and experienced allergy to metals ("allergic to nickel (ingredients in essure)"), amnesia ("memory loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain"), uterine enlargement ("my uterus at time of removal was the size of three month pregnant"), gastrointestinal disorder ("bowel issues") and bacterial infection ("bad bacteria"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and surgery (hysterectomy and salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, amnesia, tooth disorder, the last episode of tooth fracture, fungal infection, mental disorder, pelvic pain, uterine enlargement, gastrointestinal disorder and bacterial infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, amnesia, bacterial infection, dyspareunia, feeling abnormal, fungal infection, gastrointestinal disorder, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine enlargement, vision blurred, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events added: bowel issues, bad bacteria. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / persistent stabbing abdomen pain / pain/severe and persistent abdominal pain') and abortion spontaneous ('possible miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included delivery on (B)(6) 2007, delivery in 2005, delivery in 2003, knee operation (due to torn cartilage) in 2001, migraine, multigravida, parity 3, sexually transmitted infection and knee operation. Concurrent conditions included abdominal pain, diarrhea, headache, vaginal bleeding, insomnia, mood swings, breast tenderness, vaginal dryness, constipation and hot flashes. Concomitant products included drugs for constipation. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation") and migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"). In (B)(6) 2011, the patient experienced dyspareunia ("panful intercourse"). In (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant), vision blurred ("blurry vision") and feeling abnormal ("brain frog"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In 2011, the patient experienced tooth fracture ("broken tooth"). In (B)(6) 2012, the patient experienced loss of libido ("loss of libido") and fungal infection ("yeast infection"). In (B)(6) 2013, the patient experienced lethargy ("lethargy"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("possible pregnancy with essure") and experienced allergy to metals ("allergic to nickel (ingredients in essure), amnesia ("memory loss"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain"), uterine enlargement ("my uterus at time of removal was the size of three month pregnant"), gastrointestinal disorder ("bowel issues"), bacterial infection ("bad bacteria") and abdominal distension ("bloating"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and surgery (hysterectomy and salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, amnesia, tooth disorder, tooth fracture, fungal infection, mental disorder, pelvic pain, uterine enlargement, gastrointestinal disorder, bacterial infection and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, amnesia, bacterial infection, dyspareunia, feeling abnormal, fungal infection, gastrointestinal disorder, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth fracture, uterine enlargement and vision blurred to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media - bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- bloating. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("possible pregnancy with essure"), abdominal pain ("abdominal pain / persistent stabbing abdomen pain / pain"), ovulation pain ("painful ovulation"), dyspareunia ("painful intercourse"), allergy to metals ("allergic to nickel (ingredients in essure)"), migraine ("migraines/head pain (migraine pain, unrelenting, debilitating)"), vision blurred ("blurry vision"), feeling abnormal ("brain frog"), lethargy ("lethargy"), loss of libido ("loss of libido"), abortion spontaneous ("possible miscarriage"), amnesia ("memory loss"), tooth disorder ("dental problems"), the first episode of tooth fracture ("broken tooth"), the second episode of tooth fracture ("teeth breaking") and fungal infection ("yeast infection") in a female patient (gravida 3, para 3) who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's past medical history included migraine, knee operation (due to torn cartilage) in 2001, multigravida, parity 3, delivery in 2003, delivery in 2005 and delivery in 2007. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine (seriousness criterion medically significant). In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and the first episode of tooth fracture (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced the second episode of tooth fracture (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), ovulation pain (seriousness criterion medically significant), dyspareunia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), vision blurred (seriousness criterion medically significant), feeling abnormal (seriousness criterion medically significant), lethargy (seriousness criterion medically significant), loss of libido (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), amnesia (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), fungal infection (seriousness criterion medically significant) and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), vicodin, surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device, abdominal pain, ovulation pain, dyspareunia, allergy to metals, migraine, vision blurred, feeling abnormal, lethargy, loss of libido, abortion spontaneous, amnesia, tooth disorder, the last episode of tooth fracture, fungal infection and mental disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, amnesia, dyspareunia, feeling abnormal, fungal infection, lethargy, loss of libido, mental disorder, migraine, ovulation pain, pregnancy with contraceptive device, tooth disorder, vision blurred, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: the plaintiff has never experienced the events before essure. The migraines were made much worse after getting essure, and the medicine no longer worked. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. All her symptoms were gone after removal. Plaintiff claimed that she didn¿t experience a hypersensitivity reaction to nickel or any other component of essure (discrepant information provided). After surgery to remove essure, her symptoms began to go away, including severe and persistent abdominal pain; migraines, painful ovulation, blurry vision, brain frog, lethargy, loss of libido, painful intercourse, yeast infections, possible miscarriage, memory loss and dental problems. The plaintiff underwent hysterectomy and left her ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.